Manufacturer narrative:
The reported event of failure to advance stylet was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. A stylet was able to be fully inserted and removed from the inner coil with no obstruction/restriction.

Event description:
During an initial implant, the stylet was not able to advance through the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.